Event description:
It was reported by customer that they had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was over 300 mg/dl at time of hospitalization and was manual insulin injections while in the hospital. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Device passed priming, high pressure test and insulin exited tubing. Informed customer device is functioning properly but showed the incorrect date and time. Customer's blood glucose level was 236 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device programmed multiple bolus deliveries with the current time and date. All registered properly in the bolus history with the current time and date. No unexpected low reservoir alarm during testing. The device programmed with multiple low reservoir alarms and all alarmed properly. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked belt clip slot.